Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: review of the black box and download history revealed no activity outside normal use and no evidence of a load step malfunction recorded. The pump was suspended on (B)(6) 2012 at 9:59 pm. There were multiple records of rewind and load attempts while the pump was in the suspended mode on the date of the alleged malfunction. On investigation, the pump powered on and advanced to the verify screen. An ez-prime function was successfully performed without issue. The pump was placed in the suspended mode and a load step was attempted. The pump correctly displayed ¿pump suspended, priming is disabled¿ message. The force sensor was tested and found to be within specifications. The pump was opened for investigation and did not reveal any contamination, damage or defect of the interior pump components.

Event description:
The distributor contacted animas on (b)() 2013, alleging the pump did not recognize the cartridge during the load step. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged load step malfunction was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall #2531779-03/24/2010-003-r.